Manufacturer narrative:
The reported event that patient required oral antibiotics along with an irrigation and debridement surgery due to developing an early superficial infection, could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from (B)(6) 2020. The report indicates, ¿one patient developed an early superficial infection, involving 2 plates of a proximal tibia fracture. The infection developed 51 days postop and required an irrigation and debridement with revision closure to treat. Surgical intervention was performed after the patient completed a course of oral antibiotics, which resulted in no purulence expressed from the wound, but evidence of wound dehiscence still present. This adverse event resolved following this revision procedure. All hardware was retained¿.